Event description:
Complainant alleged that during a routine shift check of the device by a clinician, "defib fault 109" and "bridge test failed" messages were observed. The complainant indicated that there was no patient involvement in the reported malfunction.